Manufacturer narrative:
The pusher assembly was returned for evaluation without the implant coil as it was detached and discarded. The pusher assembly was found broken which likely led to the detachment of the implant coil. (B)(4).

Event description:
Treatment of an ica (internal carotid artery) aneurysm. During the deployment of the first coil, the physician noted a loop of the coil was coming out; therefore, it was decided to detach the implant coil at that moment. The implant coil could not be detached despite a number of attempts so it was decided to retrieve it from the patient. Upon removal of the coil, it prematurely detached inside the microcatheter. The entire system (coil + catheter) was removed from the patient and the procedure was continued with 6 axium coils. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).